Event description:
On (B)(6) 2022, this 37-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they were hospitalized due to the inability to drain during pd therapy. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 for the inability to drain during pd therapy, abdominal pain, and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were obtained in the hospital (date unknown); however, the hospital did not provide the patient¿s outpatient clinic with laboratory results. The patient was diagnosed with peritonitis due to unknown etiology and their drain complications were attributed to this infection. Though the cause of this infection was unknown, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event while remaining asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.